Event description:
The device has been explanted.

Event description:
Patient reported left side seroma, granuloma, capsular contracture baker grade iii with treatment "singulaire". It was also noted, swelling, discharge from the nipple, exchange of implant due to "recall". Patient reported "nodule removal" which is deemed not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, granuloma, & capsular contracture, baker grade iii.